Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system, including an ipg, two percutaneous leads and an extension, on (B)(6) 2009. It was reported that the pt complained of discomfort at the ipg site. The pt also stated that his reason for the implant no longer existed since his pain had resolved. He requested that the system be removed. The physician explanted the ipg and rest of the system on (B)(6) 2011. The explanted ipg was returned to the manufacturer for analysis.